Event description:
The surgeon used over-the-wire valvulotome for an in-situ femoral-tibial bypass. When the valvulotome was palpably in the deep system, just before the saphenous cross, the valvulotome was pulled back after opening the centering hoops. But the device got stuck in the first saphenous valve. So, the surgeon pulled the valvulotome with greater force. He has to close and reopen the valvulotome. This issue occurred two more times. He saw that the meshes were not completely removed in the shaft of the catheter. The vein was damaged which could be seen in the radiographic images. He observed the removed valvulotome contained a piece of the venal wall. The proximal part of the vein had a longitudinal tear of the intima which had to be removed partially. He opened a second valvulotome since he did not see a good flow distally after the proximal anastomosis.

Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. When we pulled the handle to close the centering hoops/blades, we observed that one of the blades was protruding out of its retainer slot and didn't seat properly. The centering hoop of this same blade was also found to be damaged. The distance of this retainer slot was measured to be within specification. As instructed in the IFU, the surgeon inspected the blades for proper alignment before the procedure and he found it to be operational. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is likely the blade or the centering hoop was damaged during the procedure influenced by the patient's anatomy/condition since he had to pull the device with greater force as it was stuck in the first saphenous vein. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The proximal part of the vein had a longitudinal tear of the intima which had to be removed partially. He was able to use the remaining section of the vein for in-situ femoral-tibial bypass.